Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.

Event description:
It was reported that an allergic reaction and cardiac arrest occurred. A pulse field ablation (pfa) procedure was performed using a farawave nav catheter. A faradrive sheath was placed, a versacross connect was used to complete the transeptal puncture, and pre mapping of the left atrium was performed with a non-boston scientific mapping system. The pulmonary veins and left atrial posterior wall were ablated using the farawave nav catheter. At the conclusion of the procedure protamine was administered and the patient became hypotensive with blood pressure measuring approximately 40mmhg. The patient went into cardiac arrest and was stabilized via extracorporeal membrane oxygenation before being transferred to the intensive care unit. The physician concluded the patient experienced an allergic reaction to protamine and medication was administered to reverse the reaction. No further information on the status of the patient is available.